Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an automated impella controller (aic) was removed from hold for preventive maintenance as an out-of-box failure (oobf). During evaluation, the console was connected to power; however, no indicator lights were observed, and the console did not power on. Further inspection identified that the batteries were depleted and the console was not receiving power from the ac source. Additional testing determined that the power supply was not providing output to the system. The power supply was replaced, after which the console powered on and displayed a ¿battery failure¿ alarm. Battery testing identified that one battery did not have a fuse or charge indication, and the second battery had a fuse present but no charge indication. The battery set was replaced. Following replacement, the console was tested and was reported to be functioning as expected. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.